Manufacturer narrative:
Ge healthcare product engineering performed an investigation of this event. A review of the logs shows that after the start of the case, a low circuit o2 alarm occurred for 30 seconds. A second low o2 alarm occurred and the flow sensors were removed for 30 seconds. In this case, the clinician was attempting to use the avance anesthesia system with, according to the complaint information, knowledge that the o2 cell was out of calibration and that there was an issue with loose flow sensors. The cause of the 13% o2 reading by the o2 cell is that the o2 cell needed to be replaced. The root cause of the decrease in patient o2 saturation is unknown. There are no indications that the device was delivering a hypoxic mixture. There are no indications of an occlusion which could lead to an exhaustion of the o2 in the breathing gas in the patient circuit. The most likely cause for the decrease in patient o2 saturation is a time period where the patient was not being continually ventilated because the clinician incorrectly reset the avance and the clinician would have needed to switch between ventilation sources multiple times.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction resulting in the delivery of a hypoxic mixture in the patient circuit. There was no report of patient injury.